Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hrs. (B)(4). Device broke intra-operatively and was not implanted / explanted. (B)(4): the reported event of broken screw intra-op resulted in the head of the screw breaking off and the shaft remains embedded in the bone. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgery for a pilon fracture, the surgeon was inserting a 2.7mm metaphyseal self-tapping stardrive recess screw into a variable angle plate, during final tightening, the head of the screw broke off. The shaft of the nail remains embedded in the bone. The head of the screw was retrieved. There was no delay in surgery. There was no medical intervention required. The surgery was completed successfully. The patient was stable following surgery. This complaint is for one device. Concomitant medical products: variable angle plate (unknown part, unknown lot); screwdriver (part unknown, lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The following are the results of the device evaluation. Only the head of the metaphyseal screw was received at customer quality (cq) for investigation. The shaft of the screw was not received. The complaint has been confirmed. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned screw is already broken. A visual inspection under 5x magnification, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. A DHR review could not be completed for the returned screw as the lot number is unknown. The root cause is unable to be determined definitively. The malfunction is most likely due to improper technique during screw insertion or tightening with excessive force. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.